Event description:
It was reported that one day after a bypass graft was implanted, fem fem, the patient present with pulsatile mass in the groin. The doctor cut down on the left groin and applied pressure to stop the bleeding. Then he cut down on the right groin and clamped off the graft. It was repported that when he was in the left groin, he saw that the cuff of the graft was torn completely. The graft was replaced. The patient lost 400 cc's of blood. Patient was reported to be doing okay following this event.

Manufacturer narrative:
The device history records could not be reviewed, as the serial number was unknown. The sample has not been returned for evaluation to date. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current distaflo information for use (IFU) states: adverse reactions - potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture-hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematomas or pseudoaneurysm; infection; shin erosion/ aneurysm/dilation; blood leakage; and hemorrhage.